Event description:
According to the account, the patient is allergic to penicillin. There were many adjustments to the crown on #9 over the 2.5 years. Over time, bone loss and possible biomechanical overload had compromised the osseointegration as well as peri-implant infection at the implant site resulting in the removal of the implant.